Manufacturer narrative:
Product event summary: photos and the pscc100 loop catheter was received and analyzed. One photo showed the sheath and loop catheter inside a biohazard bag and two images showing the loop catheter array extended and retracted. Visual inspection showed of the catheter exhibited several issues upon inspection. It was received with a guidewire threaded through it. The spiral array was enclosed in the sheath, and the nitinol ball was exposed from the dual lumen. Additionally, the guidewire lumen in spiral array area was kinked. Although the steering function was normal, allowing the distal catheter tip to rotate approximately 170° in both directions, the slide function was stuck. The shape of the capture device appeared unremarkable, with no atypical features. Mechanical verification of steering and slide mechanisms was performed. Attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood were unsuccessful, as the slide control function remained stiff, limiting its full range of motion. However, the steering function was unaffected, with the distal catheter tip continuing to rotate approximately 170° in both directions. The catheter connected to a test catheter interface cable (cic) without any resistance, ensuring a secure connection as both latches fully engaged into the catheter connector. The catheter was successfully reprogrammed and connected to the generator via a test cic. However, the ablation test could not be performed due to a generator error indicating a catheter electrical current error #2000. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed kinked electrode wires in the shaft, and the nitinol ball was completely dislodged from the dual lumen. X-ray imaging also revealed entangled wires within the handle area, guidewire lumen kink/breached/broken in the handle area, and guidewire lumen kink in the spiral array area. In conclusion, the loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, heavy resistance was felt when attempting to retract the array into the sheath. Upon removal of the catheter from the body, the distal part of the array appeared deformed. The catheter was reintroduced into the body multiple times throughout the procedure. Additionally, the catheter was forced into the sheath and extracted together from the body. The case was completed. No patient complications have been reported as a result of this event.